Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges having an eye infection in her left (os) eye. It is unknown if this event has fully resolved. In the absence of medical information, this event is being reported in abundance of caution per allegations of an eye infection. Additional information received will be provided in a follow-up report.

Event description:
Cvi is in receipt of additional information from the treating physician where the consumer went for medical attention. On (B)(6) 2016 the patient was diagnosed with allergic conjuntivitis in the left (os) eye and prescribed fluorometholone opthalmic suspension. The incident is fully resolved as of (B)(6) 2017. Allergic conjunctivitis does not meet the criteria for a reportable event.